Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system recorded inappropriate ventricular tachycardia (vt) events due to atrial undersensing of supraventricular tachycardia (svt). As a result, inappropriate anti-tachycardia pacing (atp) was delivered. It was noted that device reprogramming occurred and the right atrial (ra) lead sensitivity was adjusted. No adverse patient effects were reported. This ra lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).